Event description:
No incident reported as a result of the drift. Account states that the head hi/low on the totalcare bed drifted down. After several attempts to repair the bed with valves and solenoids, the hydrolic manifold was replaced.